Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer gently cleaned speaker holes, removed and reconnected cartridge, then loaded new cartridge and resumed insulin as instructed by technical support, alarm did not recur, and pump resumed normal operation, although original cartridge lot number was not available.